Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation will be completed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter alleged the patient had high bg's for the last 3 days. Highest bg was 600mg/dl with no ketones or diabetic symptoms; treated with insulin shots as needed. Reporter alleges possibly stress induced bg excursion. During troubleshooting, it was noted the dosages had been incorrectly manually calculated and .the patient was referred to an hcp. Several cancelled boluses in pump records from yesterday.